Event description:
A biomedical tech from the facility contacted baxter. The customer wanted instruction on saving an event log, because a patient incident occurred last evening at approx. 8pm, but the biomed tech could not or would not elaborate. He hinted that the patient may have expired. The doctor wanted the event log saved. The biomedical tech contacted baxter again and clarified that there was no patient death. The assistant nursing director at the facility communicated to the biomedical tech that there was a large blood loss from the patient during dialysis treatment. The baxter engineer worked with the biomed to save the event logs. The facility believes this was use error. The facility needs to put the machine back into service due to limited number of machines. Add¿l info obtained from (B)(6) rn, assistant director of nursing during a phone conversation. Actually the nurse was not aware that baxter was notified for this event, however, she stated the following: the incident occurred a couple hours into dialysis treatment. The patient lost approx. 1l blood due to a leak from the medication port attached to the venous chamber. Reportedly that was due to a human error (forgot to clamp the line) and was not related to any device malfunction or issue with the disposables. The nurse indicated that the patient was transferred to ICU, but did not provide the current patient status. No other info available at this time.

Manufacturer narrative:
(B)(4). Baxter field service engineer (fse) evaluated the instrument after the incident at the customer location. All the functional tests were completed with no issue. The machine met specification according to the MFR recommendation. After the eval the unit returned back into service, fully operational. Baxter is investigating issues like this. If add¿l info is discovered, a follow report will be submitted.